Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a significant map shift occurred. There were no alerts and the patches were normal. Immediately following putting in farapulse (boston scientific catheter), after doing the pre-map with octaray, they were saying they were in the left superior vein; however, it did not look like that. They continued to do lesions, and at some point, they fell out of transseptal, however, they thought they were on the left side because that was what the map was showing. The reporter shared that they wasted about forty (45) minutes thinking they were left sided when they were not. They went back in with octaray after getting transseptal again and the map was totally off. The procedure continued. The reporter stated that she believed she noticed the map shift before the initial pulsed field ablation (pfa) application. There was no adverse event reported on patient. Additional information was received. It was reported that the physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. No intervention was required due to the delay. Device evaluation details: the carto 3 manufacturer initiated an investigation to examine the issue. During investigation, it was found that carto 3 system was used in configuration with farapulse pulsed field ablation system (boston scientific). The carto3 manufacturer does not claim compatibility for this hardware setup. As such, the carto 3 system functionality for catheter or map location accuracy may potentially be affected. Therefore, it can be concluded that the reported occurrence is a user related issue. The carto3 system is performing per specifications. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a significant map shift occurred. There were no alerts and the patches were normal. Immediately following putting in farapulse (boston scientific catheter), after doing the pre-map with octaray, they were saying they were in the left superior vein; however, it did not look like that. They continued to do lesions, and at some point, they fell out of transseptal, however, they thought they were on the left side because that was what the map was showing. The reporter shared that they wasted about forty (45) minutes thinking they were left sided when they were not. They went back in with octaray after getting transseptal again and the map was totally off. The procedure continued. The reporter stated that she believed she noticed the map shift before the initial pulsed field ablation (pfa) application. There was no adverse event reported on patient. Additional information was received. It was reported that the physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. No intervention was required due to the delay.